Manufacturer narrative:
Pump received with no act button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not properly working. The customer stated the issue occurred during an attempted bolus. The customer also reported a button error alarm occurring after the button issues. Customer was unable to clear the button error alarm. The customer's blood glucose was 214 mg/dl. The insulin pump will be returned for analysis.